Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected in the tear troughs with juvéderm volbella® xc and cheeks and chin with juvéderm voluma® xc. Approximately two months and a half post injections, the patient experienced ¿redness, swelling, and painful nodules, itching in all areas treated¿. The following day, the patient was treated with hyaluronidase. Event status is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00505 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc.